Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was clicking and not opening. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was sticking and would not open. The field service engineer (fse) replaced the drawer slides and performed testing using the hardware test application. The fse restarted the station, conducted final testing using the test tool, and confirmed proper operation. The system functioned as intended after field service engineer repaired the device.